Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that during the fill tubing process, insulin was not observed exiting the end of the tubing. There was no impact to the customer's blood glucose level. Due to the customer changing their supplies, troubleshooting could not be performed. Replacement cartridges were sent to the customer.